Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1218635. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1218635 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per pfmeca # 30, the most likely root cause determined from the investigation was incorrect process followed. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "yes" to "no". Device was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
Customer reported doctor was going to place two implants in patient. The assistant opened the paper box and removed the plastic container. The plastic container was unscrewed and insert (that holds implant) was dropped onto sterile field. When that insert was opened up there was screw, fixture mount transfer but no implant. No packaging issues with second implant. Tooth 31. Per indicated: symptoms as a result of the event: none indicated. Surgical/medical intervention required for permanent damage: no. Was there a delay during the procedure: yes, added chair time. Additional appointment required: no. Was the procedure completed using another implant or another device: yes.